Event description:
It was reported that the zimmer skin graft mesher's grafts were not equal in thickness. Despite multiple f/u attempts with the customer, no additional info was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.